Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had exhibited pocket erosion and infection. Reportedly, patient complications indicated hematoma. A revision was performed and the subcutaneous implantable cardioverter defibrillator (s-ICD) along with the implantable lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had exhibited pocket erosion and infection. Reportedly, patient complications indicated hematoma. A revision was performed and the subcutaneous implantable cardioverter defibrillator (s-ICD) along with the implantable lead were explanted. No additional adverse patient effects were reported.